Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 47 mg/dl. The customer treated with apple juice. The customer reported low readings after her surgery. The customer declined to troubleshoot the pump. The insulin pump was not returned for analysis.